Event description:
As informed by the hospital (refer also to the hospital's medwatch reports (B)(4)), the hospital noted a probable error in the radiation treatments delivered in 2008. According to the hospital, radiotherapy treatment plans were done and approved on the brainlab iplan rt dose treatment planning software, and then transferred to a non-brainlab treatment planning system before treatment delivery. It appears that the patient setup positions planned on the brainlab iplan rt dose treatment planning software were not the ones used for the actual patient treatment.

Manufacturer narrative:
The hospital informed brainlab about three potentially affected patients. For the clinical details for two of these patients, please refer to the hospital's medwatch reports (B)(4). For the third patient mentioned by the hospital, there was no apparent clinical effect on the patient regarding this issue according to the hospital. The root cause is not yet defined by brainlab. For avoidance of doubt: no remedial action defined by brainlab at this point of time. Brainlab understood from the hospital that this device combination and workflow in question is no longer in use at this hospital.